Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a pancreatic duct dilation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the balloon was used to dilate the duct prior to stone removal, however the balloon ruptured during the second dilation. When the physician attempted to remove the balloon from the patient, it caught on a stone and got stuck in the duct. A non-bsc stone retrieval basket was then used to capture and remove the balloon, however, the basket also broke and got stuck. The procedure was not completed and the patient was referred to surgery for removal of the retained balloon and retrieval basket. The balloon and basket were able to be retrieved during this surgery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the surgery was reported to be okay. Additional information received on october 17, 2014: the (B)(6) male patient was had stones in his main pancreatic duct, at the junction of the neck and body. Endoscopic retrograde cholangiopancreatography (ercp) with stone extraction was performed on (B)(6) 2014 . Upon inflation of an 8mm dilation catheter in the mid pancreatic duct, the balloon burst and could not be removed. The procedure was abandoned, and the patient remained intubated, and was admitted to the intensive care unit. On(B)(6) 2014, the doctors attempted to remove the product from the patient. Using forceps, the proximal end of the dilation catheter was grabbed and pulled out through the patient's mouth. However, portions of the dilation catheter remained in the patient's pancreatic duct. The doctors terminated the procedure and kept the patient intubated and sedated. On (B)(6) 2014, further surgical efforts were made to remove the dilation catheter, however the surgery was unsuccessful. The patient remained intubated and sedated in the ICU. On (B)(6) 2014, dr. (B)(6) performed surgery to remove the dilation catheter. The patient remained hospitalized until (B)(6) 2014. The patient was then transferred to a rehabilitation center.

Manufacturer narrative:
Physicians name are dr. (B)(6).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a pancreatic duct dilation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the balloon was used to dilate the duct prior to stone removal, however the balloon ruptured during the second dilation. When the physician attempted to remove the balloon from the patient, it caught on a stone and got stuck in the duct. A non-bsc stone retrieval basket was then used to capture and remove the balloon, however, the basket also broke and got stuck. The procedure was not completed and the patient was referred to surgery for removal of the retained balloon and retrieval basket. The balloon and basket were able to be retrieved during this surgery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the surgery was reported to be okay. Additional information received on october 17, 2014: the (B)(6) male patient was had stones in his main pancreatic duct, at the junction of the neck and body. Endoscopic retrograde cholangiopancreatography (ercp) with stone extraction was performed on (B)(6) 2014 . Upon inflation of an 8mm dilation catheter in the mid pancreatic duct, the balloon burst and could not be removed. The procedure was abandoned, and the patient remained intubated, and was admitted to the intensive care unit. On (B)(6) 2014, the doctors attempted to remove the product from the patient. Using forceps, the proximal end of the dilation catheter was grabbed and pulled out through the patient's mouth. However, portions of the dilation catheter remained in the patient's pancreatic duct. The doctors terminated the procedure and kept the patient intubated and sedated. On (B)(6) 2014, further surgical efforts were made to remove the dilation catheter, however the surgery was unsuccessful. The patient remained intubated and sedated in the ICU. On (B)(6) 2014, dr. (B)(6) performed surgery to remove the dilation catheter. The patient remained hospitalized until (B)(6) 2014. The patient was then transferred to a rehabilitation center.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a pancreatic duct dilation procedure performed on (B)(6), 2014. According to the complainant, during the procedure the balloon was used to dilate the duct prior to stone removal, however the balloon ruptured during the second dilation. When the physician attempted to remove the balloon from the patient, it caught on a stone and got stuck in the duct. A non-bsc stone retrieval basket was then used to capture and remove the balloon, however, the basket also broke and got stuck. The procedure was not completed and the patient was referred to surgery for removal of the retained balloon and retrieval basket. The balloon and basket were able to be retrieved during this surgery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the surgery was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4).according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.